Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involved with the reported event.

Manufacturer narrative:
Stryker evaluated the customer device and verified the reported issue. The device would not complete the boot-up cycle, which was the cause of the reported issue of no voice prompts. The root cause of the device not completing boot-up cycle could not be established. Device is archived by stryker and the customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involved with the reported event.